Event description:
Boston scientific received information that during a routine follow up visit, this device displayed one year remaining-battery gauge just above elective replacement time (ert) . No adverse patient effects. A longevity calculation was requested. This device has been placed into trend (B)(4). Remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status noted that the device triggered eri and eol after device explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion with no additional issues found during analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Event description:
Additional information was received that over one year after this issue was noted, the device was explanted and returned for analysis. No adverse patient effects were reported.